Manufacturer narrative:
Clinical symptoms (sepsis): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: the pump was not returned for investigation. Data log shows the pump was not achieving adequate flow while running on p9 at the start of the case. Pump p-level was reduced, and several suction alarms were noted with a drop in flow while running on steady p-level. No motor current spike or positioning issue was reported during the case. Placement signal had a fluctuating trend throughout approximately 6 hours of the case run. Clinical details indicate the patient experienced ongoing suction alarms while supported with the impella cp and was only able to maintain support at p-4. Tte revealed severe right ventricular dysfunction (rv "not moving," tapse 0.2), and volume administration did not resolve the suction events. The suction alarms were likely related to right ventricular failure and associated low left-sided filling, resulting in inadequate preload for the pump. The cause of the suction issue was most likely patient condition¿related based on data log review and provided clinical details. The pump (B)(6) passed all post sterile inspection checks. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced increasing wbc, they are concerned with sepsis. It was reported that the patient received volume and transthoracic echocardiogram (tte) was completed. Then it was noted by nurse practitioner (np) and following up with internal medicine (ic) on-call, that right ventricle (rv) ¿not moving¿ and tricuspid annular plane excursion (tapse) 0.2. It was also reported that the right ventricle (rv) failure with impella cp having suction alarms and only able to stay at p-4 with advance practice provider (app). Medical doctor (md) was being contacted by app and decided to take the patient to the operating room (or) to place on veno-arterial extracorporeal membrane oxygenation (va ECMO) due to decreasing spo2 to 90%. Postponed gallbladder removal due to increasing wbc related to sepsis. It was reported that the patient expired at explant.